Event description:
The physician treated lesions in the sfa and popliteal arteries resulting in a slight perforation in the popliteal artery. This was treated with a balloon and the patient was kept overnight for observation. He was discharged home with no further complication. The wire management technique was described as less than optimal in the case report. It was also reported that near the end of the procedure, the guidewire appeared to be exiting from the control pod at a 90 degree angle as opposed to the standard 180 degrees.

Manufacturer narrative:
There was no indication, based on the physical evaluation of the returned device and the case report that the device failed to perform as intended (causing a malfunction) leading to the perforation. The report of difficulty with the wire came at the conclusion of the case. Perforation is an inherent risk for the treatment of peripheral arterial disease with pathway medical's jetstream catheter and is listed as a potential adverse event in the IFU.